Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of sensing anomaly could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. Analysis found normal device function and no anomalies were found. The cause of the sensing anomaly is unk.

Event description:
It was reported that 3 second pauses in telemetry were observed. These pauses could not be reproduced via isometrics. System was explanted and replaced.